Event description:
It was reported that during a clinic follow-up, the patient¿s right ventricular (rv) lead exhibited loss of capture on threshold testing. The physician elected to explant the rv lead and replace it with a new one. The patient¿s condition remained stable.